Manufacturer narrative:
A ge rep evaluated the system and reloaded the system software. No pt injury was reported.

Event description:
Customer reported the system software corrupted during a procedure. No patient injury was reported.